Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery (rca). A 2.50x28mm promus element¿ plus drug-eluting stent was selected to treat the target lesion but kept getting caught on the calcium. After a few forceful attempts, the stent could not cross the lesion. The physician then removed the device and noticed that the stent struts had been lifted. Subsequently, the physician used a high pressure non-bsc balloon and successfully dilated the lesion. The procedure was completed with another 2.50x28mm promus element¿ plus drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).